Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose was 330 mg/dl. The customer was admitted to (B)(6) on (B)(6) 2015. The customer had no delivery and motor error alarm. The customer stated that she is still in the hospital. The customer reported the no motor error alarm during prime. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer declined to troubleshoot for no delivery alarm.